Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 130 mg/dl. Troubleshooting was done. . Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No button error alarms noted during testing. However, the device had intermittent button response due to corroded keypad traces. No unexpected numbers ramping during testing. The device had cracked lcd window, case at display window corner, and reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.